Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that at the time to changed customer's infusion set noted that the needle was missing. Caller stated that they took customer to x-rayed him and found the needle in his left buttock. Caller stated that the customer had a surgery to removed the needle. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.